Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had battery charging issue. No patient injury or harm reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, impact codes, investigation conclusion), h11.

Event description:
N/a

Manufacturer narrative:
. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Battery charging issue was repaired by installing a new power management board. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.